Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, rewind anomaly, alarm anomaly and display anomaly. The customer's blood glucose was unknown. Customer advised the rewind process takes longer, the display screen is scratched, motor error alarms are frequent and the alarm does not sound loud enough. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm, rewind anomaly and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no low battery alert, back light anomaly and audio/vibrate anomaly noted. Insulin pump received with minor scratches on display window noted. (B)(4).